Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 500 mg/dl. The customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released after 4 hours with the issue resolved and no permanent damage. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.